Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.